Event description:
It was reported that the patient passed away on (B)(6) 2026 due to brain bleed / neurological injury. The pump was operating as intended and would not return. The death was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.